Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti tachycardia pacing (atp) and shocks. It was noted that the arrhythmia was initially detected in a monitor only zone, then increased into the ventricular tachycardia (vt) zone. Technical services (ts) discussed programming options. To date, there have been no reported adverse patient effects related to this clinical observation.